Manufacturer narrative:
(B)(4). Concomitant medical products: tibia cemented; p/n: 42532007902, l/n: 64019716; femur cemented; p/n: 42500606802, l/n: 63740573; articular surface fixed; p/n: 42522601012, l/n: 63512474; stem extension cemented; p/n: 42557000114, l/n: 63927891; all-poly patella cemented; p/n: 42540200038, l/n: 63761686; hex head screw; p/n: 00590103533, l/n: 63883463. Complaint sample was evaluated via medical records and the reported event was confirmed. Medical records were provided and reviewed by a health care professional. Review of the available records identified no complications during the primary surgery. Office notes identified the patient developed a postoperative blood clot within 2 months of the right tka. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 06229 - 1, 3007963827 - 2018 - 00194 - 1, 0001822565 - 2018 - 06230 - 1, 0001822565 - 2019 - 03351.

Event description:
It was reported a patient underwent initial total right knee arthroplasty. Subsequently, two months post-implantation the patient experienced a blood clot. No additional patient consequences were reported.